Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a watchdog timeout alarm. The customer reported that after they received an off no power alarm after they cleared the watchdog timeout alarm. The customer's blood glucose was unknown at the time of incident. The customer was unable to troubleshoot at the time of call. The insulin pump will not be returned for analysis.